Event description:
A malfunction alarm known as malf 0 was reported by the customer, and it did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. Technical support assisted the customer in resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any issue arises again.